Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a stenting treatment procedure, myocardial infarction and in-stent restenosis occurred. The patient presented with unstable angina and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the proximal left circumflex artery (lcx) with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 1 was treated with pre dilatation and placement of 2.50 x 28 mm and 3.00 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. (B)(6) days post index procedure, the patient presented with elevated cardiac enzymes and a myocardial infarction was reported. Cardiac catheterization revealed 90% in-stent restenosis in the ostium of the previously placed study stent located in the proximal lcx. The remainder of the study stents were patent. (B)(6) days post index procedure, 90% in-stent restenosis of the previously placed study stent located in the proximal lcx was treated with balloon angioplasty and successful placement of a non bsc stent extending to distal lcx with 0% residual stenosis. The non target lesion located in the mid lad and ostial lad were treated with balloon angioplasty and successful placement of a non bsc stents, with 0% residual stenosis. The event was considered recovered and the subject was discharged on aspirin and clopidogrel.

Event description:
It was further reported that at the time of event, the 2.5 x 28mm promus stent was patent.

Manufacturer narrative:
Date of birth corrected from (B)(6) 2013 to not reported. (B)(40.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07732. It was further reported that in (b)(^) 2013, the subject presented with a 2-week history of exertional chest pain. ECG indicated right bundle branch block (bbb) and no significant changes. The subject was also found to have a severe in-stent restenosis in the ostium of the circumflex study stent and 90% stent thrombosis in the ostium of the study stent. An initial intervention was performed at the 100% stenosis in the mid lad. Also, another 100% ostial lad lesion was treated with direct stent placement using a 3 x 12 mm non-bsc stent. The lesions in ostial lad/lcx were successfully treated with ¿v¿ stenting and kissing balloon angioplasty. The causality of the myocardial infarction and revascularization event has been updated from related to not related to the stent.